Event description:
The customer reported that this defibrillator did not discharge (once) during a patient incident. The staff switched to multifunction pads and delivered therapy successfully and with minimal delay. The customer reported that there was no death or serious injury to the patient related to this incident.